Event description:
In 2008 the pt reported he has been perspiring a lot in the hot weather, and his insulin infusion set has fallen off as a result. He stated he has also had infection and irritation at his infusion site. The pt was advised to try the sandwich technique, and to use tegaderm. Complimentary tegaderm and other adhesives were sent to the pt along with a guide to site management. No blood glucose concerns were reported, due to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.